Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of an unspecified 5ml/hr infusor device was ruptured. This was observed when the device was disconnected after 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The reporter stated a potential d4 catalogue # was 2c2009k, but the customer was uncertain. The potential 2c2009k has a d1 brand name of infusor and g4 PMA/510k # is n/a. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.